Event description:
It was reported that an mi60l intraocular lens was removed intraoperatively due to broken haptic noted upon insertion into the pt's right eye. A viscoject 1.8 delivery system and douvisc viscoelastic were used during the surgery. The incision was not enlarged to remove the lens, however, sutures were required. A backup lens of same model was successfully implanted. The surgeon indicated that in his opinion, the likely cause of the iol damage was loading error. There were no reported pt consequences. The lens is not available for return as it was discarded by the user facility. Reference MDR #1119279-2012-00171 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.